Event description:
The customer reported a communication failure error message. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.